Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (thin and tethered posterior mitral leaflet and calcified annulus) contributed to the reported tissue damage. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage requiring surgery. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One xtr clip was implanted at a2p2. A ntr clip delivery system (cds) was advanced and placed medial from the first clip. When the clip was closed from 60 degrees to approximately 20 degrees, the mr increased and it was noted the posterior mitral leaflet (pml) had ruptured. As the pml was torn at the grasping location, the clip was unable to be deployed. The cds was removed and the patient was sent for mitral valve replacement surgery. No additional information was provided.